Manufacturer narrative:
Rs (B)(6) 2015. The reported injuries do not seem to have been the result of any malfunction of the device, rather user error seems to be the likely cause of the walking beam issue. However, medical intervention sought in the form of a hospital visit for x-rays. No broken bones were found. Should additional information become available in the future, a follow up will be filed.

Event description:
Dealer advised the end user was using chair outside and end user drove it off of the side walk into the grass and left front caster did not go down and pushed her forward to the left side causing left ankle to hit the front rigging. Dealer advised end user drove chair into the grass. End user was taken to the hospital by parents and x-rays on left foot and ankle were done. Dealer advised end user is waiting for results to see if left ankle is broken or sprained. Dealer advised end user was prescribed hydrocodone. Dealer advised has not seen chair as of yet. Dealer advised end user father pushed walking beam back down.